Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later the patient experienced mesh erosion and extrusion, stone encrustation, urinary pelvic pain, hematuria, urinary problems, bowel problems, dyspareunia and loss of consortium. A cystoscopy and laser resection of the mesh was performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.